Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler locked out. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the device fire any staples and/or cut line prior to locking out? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? No strokes. They closed the handle and couldn't reopen it. What color cartridge was being used? Blue. Was the device on tissue when it would not open? No. What steps were taken to open the device? They got a new stapler. Did the device eventually open? It did not during the case but when I picked it up from the account I was able to open it as normal. The scrub tech during the case was with me and she uses the stapler frequently so I trust her word and she said it would not open back up once she closed the jaws during the case. She had just closed the jaws to facilitate entry to the trocar.